Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Tube was not cracked. It had small cosmetic scratches on the wall and is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes have "scratches"/crack on tubes. The following information was provided by the initial reporter. The customer stated: defect: obvious scratches on the wall of the blood collection tube quantity: 1 piece. Impact: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes have "scratches"/crack on tubes. The following information was provided by the initial reporter. The customer stated: defect: obvious scratches on the wall of the blood collection tube. Quantity: 1 piece. Impact: no other adverse effects on patients.